Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of retrieving further information and the subject rt139 bi-level CPAP circuit. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that a patient desaturated whilst using the rt139 bi-level CPAP circuit with a non-f&p mask and a mindray sv300 ventilator. It was noted that the ventilator alarmed for a leak in the system. The patient was provided alternative therapy, then was placed back to non-invasive ventilation therapy, using a draeger evita dura ventilator. There was no further reported patient consequence. Further information with regards to the reported event has been requested.

Manufacturer narrative:
(B)(4), sections b5, d1 and d4 have been updated to reflect the new information received by the customer. Method: the subject rt200 adult dual heated breathing circuit was not returned to fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the information provided by the customer. Results: the customer reported that the ventilator alarmed for a leak in the system. The f&p field representative had requested further information from the customer and the customer clarified that the subject device was a rt200 adult dual heated breathing circuit and reported that there was no malfunction with this device. Conclusion: the customer confirmed that the original information received was erroneous and the reported malfunction did not occur. The user instructions that accompany the rt200 adult dual heated breathing circuit state: appropriate patient monitoring must be used at all times. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use. Set appropriate ventilator alarms.

Event description:
A healthcare facility in france reported, via a fisher & paykel healthcare (f&p) field representative, that a patient desaturated whilst using the rt139 bi-level CPAP circuit with a non-f&p mask and a mindray sv300 ventilator. It was noted that the ventilator alarmed for a leak in the system. The patient was provided alternative therapy, then was placed back to non-invasive ventilation therapy, using a draeger evita dura ventilator. There was no further reported patient consequence. Further information with regards to the reported event was requested. On (B)(6) 2021, the customer clarified that the subject device was a rt200 adult dual heated breathing circuit and reported that there was no malfunction with this device.